Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. The lead proved to be without fault throughout its inspection. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. Furthermore the provided xray image was analyzed. The available projection showed a possible looping of the rv lead in the right ventricle. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that the lead was explanted 5 days after the implant due to unstable impedance measurements. No adverse patient side effects were reported. This lead was returned for analysis.